Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 250 mg/dl. Patient's daughter felt the patient was having a low glucose reaction. Paramedics were called and they checked the patient's glucose at 40 mg/dl. Patient was treated with an IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.